Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit, failed battery test alarms or unexpected restart and audio/beep anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, beep anomaly and blank display. It was reported that they had unexpected restart alarms on the pump and changed the battery and then it would work for a little bit then it would do it again, but it got worse until eventually it stopped working altogether and the screen would not come on. The customer reported that the unexpected restart alarm was recurring during normal pump use. It was reported that they had a high pitched constant tone. It was reported that the insulin pump was neither beeping nor vibrating currently. The customer reported that they had blank display. The troubleshooting was performed and was advised to insert a new battery and display did not return. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.